Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm device would not deploy from loading system. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the device indicating clinical use. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. Based upon the received condition of the device, the reported complaint for failure to deploy was unable to be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).